Manufacturer narrative:
Intuitive surgical, inc. Did receive the sureform 60 stapler instrument to perform failure analysis and did not confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two blue 60 reloads and the cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cause of the reported complication cannot be determined based on the information provided. Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument used during this reported event, and the failure analysis investigations are in progress. Stapler log review showed the sureform, 60 stapler instrument, (part number: 480460-09, lot number: l81231116-0574), was installed on the system 3 times and fired 3 blue reloads. On install 1, the first clamp attempt was immediately unclamped. The second clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamp attempts were successful, and the firings were completed with no pauses and 1 pause for compression, respectively. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci assisted gastric bypass procedure, after firing the first staple reload, bleeding occurred from a vessel on the stomach. Using a sureform 60 stapler instrument with a blue reload accessory, the surgeon was attempting to staple the stomach tissue to make the gastric pouch. After the stapler fired, there was pulsating bleeding, which was resolved by using a bipolar instrument to cauterize the vessel. The blood loss was negligible, but the staple line appeared to ooze more than normal. The stapler was replaced with a backup and there were no additional issues. The procedure was completed robotically and there were no post-operative complications.